Event description:
Pulmonetic systems, inc. Received a call from a representative in 08/02. The representative reported the following problem: pt was on ventilator when unit started to loud noise with a disc/sence alarm. Pt pulse ox desaturate to low 70's. Switched out ventilator and o2 stabilized immediately.